Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the compressor printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator compressor was inoperative. There was no report of patient involvement.